Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexi1512 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had an adverse reaction when PICC was inserted. No other information provided.